Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received power error detected alarm again within four hours of troubleshooting. The customer¿s blood glucose level was 7.4 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Power error 25 due to connector resistance issue j6 /pcb 1.